Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings, nose cone and the extension sleeve were damaged on the attachment device. It was further determined that the label was no longer legible and the identification was unreadable. It was further determined that the bearings had fallen apart and the balls and cage were missing. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2017. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device availability was inadvertently documented as 2/26/2018 in the initial report. The date returned to manufacturer was corrected to 4/3/2018. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The device was tested and it was determined that a cutter device could not be inserted into the attachment device, and the nose tube was damaged (flared out on the end). It was determined that the cutter could not be inserted because the bearings were worn out not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings from normal wear and servicing over time. It was further determined that regarding the flared nose tube, that type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact with the nose tube, which was caused by misuse, abuse and /or error. The assignable root causes were determined to be due to normal wear out from use and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.